Event description:
Customer reported meter results of 245 mg/dl, 62 mg/dl, 69 mg/dl, 57 mg/dl, 67 mg/dl, and 69 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms of hypoglycemia, for which she was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.